Event description:
It was reported that sterile processing noticed a couple of sigma trays were starting to chip, so they want to get them replaced for sanitary reasons.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was returned. Physical examination of the product found that the case coating was peeling off/delaminating. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.